Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation revealed high capture threshold. The lead was successfully repositioned and satisfactory measurements were delivered.